Manufacturer narrative:
Reliability analysis evaluated one opened and used enlite serter. Performed insertion test using a new lab enlite sensor and rubber skin per specifications, enlite serter passed. Enlite serter connected and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer has bleeding at the site of the insertion as well as not inserting at all. Their blood glucose level is unknown. Trouble shooting was administered and the patient was not able to fix the issues. The device is being returned.